Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they are hypo-unaware and blacked out on (B)(6) 2018 due to hypoglycemia. The patient stated his daughter found him on the floor and when she looked at the cgm, it was displaying 68mg/dl. When she performed a finger stick reading, the patient's bg was at 40mg/dl and she treated him with a peanut butter sandwich. The patient stated they believed the cgm alerted his daughter which prompted her to check on him and indicated that he believed the cgm could not read his bg fast enough due to a rapid fall of his bg. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.